Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endobronchial ultrasound procedure, the needle broke off in the working channel of scope. The needle was replaced with an olympus back-up device. There was no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and to provide the results of the final investigation. Corrected fields: d4 lot number and UDI the device was inspected and found the metal protector boot detached/broken off from the device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.